Manufacturer narrative:
Per the investigation by the manufacturing site. Based on the details provided by the customer, this can be concluded to be an user error. His description of "sparks and noise" is due to a short circuit in the distal area of the sling. In the event of a short circuit, a lot of energy is quickly released, which can lead to a bang and spark ing/flashing at the electrode syringe. A short circuit can occur if, for example, the cutting electrode is buried and the corresponding distances are no longer given, which can lead to a flashover. However, as no article was sent in for investigation, no specific cause can be defined. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the electrode cutting loop broke after it was inserted into the working element and applied 200 watts of energy. The cutting loop was found to be separated on one side. There was no missing part. The working element, karl storz 26055e, was used with this loop. There was no observable abnormality or malfunction with the device prior to treatment. There was no report of injury to the patient.

Manufacturer narrative:
The reported device was disposed by the customer; thus, no product would be available for device evaluation. Once the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).